Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. A functional testing was performed revealed the device was attached to an encore inflation unit and the balloon was successfully inflated without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 20 atmospheres as per instructions for use (IFU).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured at rated burst pressure. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured at rated burst pressure. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good post procedure.